Event description:
It was reported that the patient alleges the bolus recommendations provided by the software application are not accurate. No adverse event reported. Software application was not requested for return, however back up file will be evaluated.